Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h11 40 previously reported events are included in this follow-up record. Product return status 4 devices were received. 36 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 40 malfunction events in which the device reportedly overheated. - 32 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 8 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 40 events were reported for this quarter. Product return status: 2 devices were received. 36 devices were evaluated based on historical data analysis. 2 device investigation types have not yet been determined. Additional information: 40 devices were not labeled for single-use. 40 devices were not reprocessed or reused.

Event description:
This report summarizes 40 malfunction events in which the device reportedly overheated. 32 events had the problem identified during a non-clinical procedure; there was no patient involvement. 8 events had patient involvement; no patient impact.